Event description:
It was reported that the ilet pump did not charge when connected to the charger, the charger¿s indicator light did not illuminate, and attempts with different cords were unsuccessful, consistent with a charging problem associated with the battery charger; a replacement charger was arranged and the user was advised on use of a third-party charger and backup therapy if the pump lost power. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a power source problem traced to the charger component, aligning with a charging problem of the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was component failure.

Manufacturer narrative:
Initial.